Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693558 lead, implanted (B)(6) 2012. A 407645 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the device was not tracking pwaves. It was also reported that the patient has many pvcs and the pwaves are falling in the pvarp due to pvc response. It was recommended to program off the auto pvarp feature. The device remains in use. No patient complications have been reported as a result of this event.